Event description:
The customer called to report that he has been getting several sensor errors, and believes that it's not working correctly. The customer then mentioned that he was involved in a car accident, and was hospitalized due to low blood glucose levels. The customer stated that he was driving to a doctor's appointment when he experienced the low blood glucose. The customer stated that the sensor reading was 110 mg/dl, but when he arrived at the hospital his blood glucose reading was 40 mg/dl. The customer felt that his current box of sensors was faulty and wanted it replaced. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.analysis not required for sealed sensors due to sensors being expired.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR. Report number 3004209178-2013-95771.